Manufacturer narrative:
(B)(4). Batch # n93j8d: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a digestive procedure, the two arms of the clip do not close on the same direction, so the hemostasis could not be done with this device. A new device has been used to finish the procedure and get the hemostasis. Procedure extended by less than thirty minutes. There were no adverse consequences for the patient.